Event description:
Per the clinic, the patient experienced wound dehiscence and skin breakdown at implant site (specific date not reported). The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report. Correction: the correct date of awareness is august 02, 2023; not august 03, 2023 as previously reported.

Event description:
Per the clinic, the receiver/stimulator was extruded. Additional information has been requested but has not been made available as of the date of this report.